Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a por. The caller reported the therapy stopped working a few months ago after an implantable defibrillator device was implanted in (B)(6) 2017. The day of the report was the first time the patient was seen and a por was noted on the 8840. The por was cleared and the implant was reprogrammed. It was noted that either cautery or the defibrillator device could have been the cause for the por during the implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the por was cleared and the patient was receiving therapy. The cause was unknown. No further complications anticipated/reported.